Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va14nwe, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va14nwe, ubd: 26-feb-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was not sure if they passed out, but was on the floor and busted "two of them" from the fall, but patient was not sure if they broke the ins or the lead. The patient indicated that they had surgery to replace the broken parts. No patient symptoms were reported. No complications were reported or anticipated.